Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient involved in a clinical study underwent a breast augmentation revision surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was dissatisfied with the outcome of her augmentation. As a result, she underwent bilateral removal without replacements and a mastopexy on (B)(6) 2020. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-11924 for the contralateral event.

Manufacturer narrative:
On july 12, 2023, mentor received the following additional information. The patient was newly diagnosed with bilateral breast cancer, which was assessed by the investigator as possibly related to the study device that was previously explanted on (B)(6) 2020. The patient had a lumpectomy performed on each side. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 06, 2023, mentor was notified that during a post-operative follow-up visit, the patient reported they stopped breastfeeding due to it being the right time, but also due to ¿overactive letdown¿. This describes fast and forcefully breast milk ejection during a feeding. Reason for device explant and/or reoperation: lactation disorder manufacturer¿s reference number: (B)(4).